Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device data found the device recorded a total of 188 lifetime shocks while implanted for 2.4 years. It was noted that 76 of the shocks occurred on the date the patient expired. Review of stored episodes from the date the patient expired revealed the patient spontaneously went into ventricular tachycardia (vt) which was appropriately detected. Analysis determined the charge timeouts occurred due to the numerous amounts of charges in one day. The charges subsequently depleted the battery to where full energy charges could no longer be supported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. Upon interrogation post mortem it was noted the device had reached battery capacity depleted. Additionally, multiple charge time exceeded codes were observed. Approximately an hour prior to the first charge time exceeded code the device had successfully completed a capacitor reformation with a charge time of 12.7 seconds. Boston scientific technical services (ts) discussed possible caused of the charge time exceeded code and recommended device return for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information, however no further information was available. The device has been received for analysis. This report will be updated upon completion of analysis, or if further information becomes available.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. Upon interrogation post mortem it was noted the device had reached battery capacity depleted. Additionally, multiple charge time exceeded codes were observed. Approximately an hour prior to the first charge time exceeded code the device had successfully completed a capacitor reformation with a charge time of 12.7 seconds. Boston scientific technical services (ts) discussed possible caused of the charge time exceeded code and recommended device return for analysis.